Manufacturer narrative:
Added h6 (b) investigation types 3331, 3300, 4121, 4110, and 4111; findings 170 manufacturing problem; but there was no change to the conclusion.

Manufacturer narrative:
The reported complaint event was reviewed and did not involve a death or serious injury. The reported product problem/issue of rust on component and in packaging information received were reviewed according to complaint handling procedures. The information reviewed does not indicate that a death or serious injury would be likely to occur if the product problem/issue were to recur. There is currently no information indicating that further review by the clinical product surveillance team is required based upon the requirements of the procedures. In the event that further information is received during investigation that indicates the event may potentially be a reportable adverse event, this complaint will be forwarded to the clinical product surveillance team for evaluation.

Event description:
Rust on component.